Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated: 1) there was no further medical or surgical intervention to address the valve stent fracture, and 2) the patient's weight was 77 kg. No further details were provided.

Event description:
Literature was reviewed regarding a male patient with a history of pulmonary atresia who underwent surgical correction of transposed great arteries and ventricular septal defect with implant of a homograft valve at five years old. At 20 years old the patient underwent percutaneous pulmonary valve replacement with successful implant of a medtronic melody bioprosthetic valve. At the 8-year follow-up, the patient remained asymptomatic with a good residual gradient through the melody valve. Despite these positive findings fluoroscopy revealed small insignificant fractures of the melody valve stent. There was no statement of intervention to address the fractures. No further details were provided regarding medtronic product.

Manufacturer narrative:
Citation: authors: kapalka, et al. Percutaneous pulmonary valve implantation in a patient with congenitally corrected transposition of the great arteries: a case report. Journal of medical case reports 18:70 2024. Doi.org/10.1186/s13256-024-04383-9. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.